Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The products was returned to pentax medical for repair. We checked the returned unit and confirmed that the ccd module with drive pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, we confirmed that the light guide cable buckled, the ccd drive pcb corroded, the plug to cable attaching base assy leak, the remote control buttons cut, the u/d pulley wire worn out, and the r/l pulley wire rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR. Email : (B)(4).

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.